Event description:
This rv lead was implanted on (B)(6) 2015, and remains implanted at the time. A call was placed to technical services on (B)(6) 2017, stating that this rv lead had low intrinsic amplitude measurements. It was also noted that the rv lead intrinsic measurements were low at last office interrogation. Additionally, it was reported that the patient was experiencing syncope. The physician was dr. (B)(6), at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).